Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-15817. It was reported that the patient presented for a lead revision. Prior to procedure, during an in-clinic follow-up, the right ventricular lead exhibited noise. The physician was unable to recreate the noise found in electrocardiograms and suspected a header malfunction. During the procedure, liquid in the header was noted, which was determined to possibly have caused or contributed to the noise noted in clinic. The device was explanted and the lead was capped; both were replaced. The patient was in stable condition.

Event description:
New information received noted that the device exhibited a set screw anomaly.

Manufacturer narrative:
The reported field event of header issue-liquid in the header/intermittent connection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.